Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine, and then se 2367 alarm occurred. The hp would call the nurse regarding the air detect alarm and any missed therapy. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.